Event description:
A 29 yr old female, gravida 2, para 1, (edc 4/1/98 by u/s) admitted in active labor on 3/31/98 at 0953; cervix dilated to 7-8 cm. Pushing was ineffectual and pitocin augmentation was begun. The pt had been complete and pushing and at 1145, a vacuum was applied. The baby was delivered to +2 station in the lt occiput anterior position. Suction was lost near the introitus and simpson forceps were applied at 1230. The head was delivered at 1239 at which point severe shoulder dystocia was encountered. The shoulders were delivered, with suprapubic pressure, about 4-5 mins after delivery of the head. Apgars were 0-4-6. The baby was intubated at approx 3 mins of age. Marked edema of the face with bruising to the lateral aspects of the face was noted. The infant was transferred to another hosp for further care. Review of their f/u discharge summary notes an acute subdural hematoma over the lt cerebellum and lt occipital region (4/10/98 MRI) as well as forcep trauma to the rt eye (hyphema). Also noted is a fractured rt clavicle. Rt brachial plexus injury, and history of asphyxia with neurologic involvement. The infant was apparently discharged to home on 4/11/98 with f/u neurologic and opthalmologic appointments.